Event description:
A malfunction was reported with a code of malf 9. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided instructions for resetting the pump, which the customer followed successfully. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.